Manufacturer narrative:
(B)(4). The insulin pump passed displacement test; it failed active current measurement and sleep current measurement tests. No unexpected blank displays or unexpected "insert battery", ¿low battery¿, ¿replace battery¿, ¿replace battery now¿, ¿battery failed¿, or "power loss" errors were noted during testing; however "low battery", "change battery", and "failed battery" alerts are found in the pump's history file. No pump error was noted during testing, in the pump history file, in the long trace file, or in the power management graph. After visual inspection, there is a tiny amount of corrosion underneath pcba1 j7 and traces of previous moisture presence on the back of the screen. After swapping the original pcba2 onto a known good pcba1, both current measurements fell within specifications, but after swapping known good pcba2 onto the original pcba1, both current measurement remained high. In summary, the high current measurements and the "low battery", "change battery", "failed battery" alerts noted in history download due to the moisture damage on pcba1. Inserted a test p-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: cracked case near the corner of belt clip rails.

Event description:
Information received by medtronic indicated that the insulin pump had replace battery alert. The customer stated they received low battery alert prior to the replace battery alert. No harm requiring medical intervention was reported. The insulin pump was be returned for analysis.